Manufacturer narrative:
Investigation: report investigation: 4- production controls bd (B)(4) as the problem in question involves possible contamination of the product, it is worth mentioning that bd (B)(4) has procedures of good manufacturing practices, environmental control and sterilization procedures that protect the integrity of the product for safe use by the user, as follows. The assembly process is automated without operator contact with the product. During the packaging process, the catheter is protected by the protector, which prevents manual contact with it. Procedures: (B)(4) - productive area environmental control and contamination control this procedure defines and standardizes a program to control the environment in the productive areas so that the contacts between employee, product and environment do not adversely affect employee integrity, product quality and environmental conditions. (B)(4) - paramentation, physical cleaning / line cleaning - disposable products factory: bd (B)(4) has a cleaning procedure that guides its operators on the correct paramentation in the productive areas, as well as the execution and maintenance of cleaning in the disposable products factory where the insyte product is produced. According to the procedure in question, the following guidelines must be followed: utilization of utensils: it is not allowed to use within productive areas: accessories such as: rings, watches, earrings, bracelets or any other type of jewelry; use of cosmetics such as: lipstick, nail varnish and makeup. Hygienization: it is mandatory: clean hands first by washing with neutral soap and drying in the dryer. Sanitize the hands by applying enough gel alcohol for distribution before entering factory premises (to perform this procedure every time people leave and return to the factory). Paramentation: it is mandatory the use of appropriate paramentation in the productive areas of the disposable factory, which consists of: (B)(4). Disposable joana d'arc cap. Disposable for mustache (when needed). Note: the use of the disposable cap under the reusable cap is mandatory (perform this procedure every time people leave and return to the factory). Cleaning : the production areas must perform periodic cleaning according to the procedures of the areas in order to prevent / minimize contamination of the product and the compromise of the integrity of the environment reportable event insyte 24ga x 0.75in - 388311 - infection - (B)(4) and the employees, where applicable. Also included in this context is the need to clean the areas and equipment after maintenance and before resuming work. The periodic cleaning should include dependencies, furniture, utensils and equipment that through direct or indirect contact can contaminate the product. The maintenance of the filters of air conditioners is performed according to procedure (B)(4) - planning and execution of preventive maintenance bd - (B)(4). (B)(4) - monitoring of viable particles: establish procedure establishes a method of data collection and trend assessment in the manufacturing environment to be used as the basis of analysis of the manufacturing areas with respect to viable particles (microorganisms). (B)(4) - productive area environmental control and contamination control: bd (B)(4)'s products are submitted to a microbial charge test performed by bd (B)(4), according to gm 050 0 imw procedure. (B)(4) - product sterility test and biological indicator (ib): bd (B)(4)'s products are sterilized by ethylene oxide (eto) at the bd (B)(4) plant. As part of the product release process, all batches manufactured are subjected to product sterility testing, pirogenicity (lal) and post-sterilization package integrity. (B)(4) - blister packaging inspection: this procedure guides the inspections of the insyte product in blister, that is, after the product is sealed in the packaging process, in relation to the following tests that guarantee the integrity of the packaging and that ensure the sterility of the product to the final customer: investigation of the claimed lot - insyte 24gx0.75 - lot: 6292270. Device history record analysis: operation. Analysis of quality notification / non-conformity: no records of nonconformities related to sealing failure, package integrity or any other nonconformities that could lead to this incident were reported for lot: 6292270 from insyte 24gx0.75 in question. Analysis of product sterility: according to the certificate of microbiology tests of 12/16/2016 performed at bd (B)(4), the lot: 6292270 of insyte 24gx0.75 claimed was sterilized according to the sterilization cycle 42934 and subjected to the following tests after sterilization: ib sterility test (biological indicator); product sterility test; lal (endotoxin test); note: the batch in question was sterilized in the etcz05 sterilization chamber, which is a suitably validated device, according to (B)(4) validation, which provides a guaranteed sterility in the order of 10-6 per sterilization cycle. As the results, all parameters were approved as "satisfactory". Analysis of environmental monitoring results: according to analysis of the result of environmental monitoring carried out on (B)(6) 2016 in the productive area. The result of all these tests was within the specifications for the monitored areas. Assembly: the whole assembly process of the product is semi automatic, all components being manually feed in the machines having the minimum contact of the product by the operators. The claimed final lot 6292270 utilized assembly lot 6267338 assembled in icam# 03 between 15 and 10/24/2016 and assembly lot 6292091 assembled in icam # 03 between 25 and 10/27/2016. During the assembly of both lots the cleaning records of the icam # 03 machine were evidenced in the periods in which the lots were assembled, (B)(4)¿. Results checked based on the investigation presented in this report, there is no evidence that the contamination mentioned had originated in the production process. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that a insyte 24ga x 0.75in was related to ¿infection¿. No reported medical intervention.